Event description:
It was reported by service report that the head left outer siderail panel was broken with sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left outer siderail panel was broken with sharp edges and potential for fluid ingress.